Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have lost some weight and within the past year, they noticed, the way their implant is situated on their left buttock is showing more and more in their clothes. Patient said when they were looking at having the stimulator placed they were told they would not see it through their clothes, and now they do, they do not wish to see an imprint when they are wearing a bathing suit. Pt asked if that was how it's supposed to be. Reviewed information and redirected to their doctor to further address the issue. Offered and sent listings. Pt said they went on weight loss medicine and lost 37 pounds. Redirected to their doctor.